Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was admitted to the hospital for right brain bleeding/possible stroke and is under surveillance. Caller reports there has been discussion to remove the whole system. No plan in place right now. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was still in house and their system had not been removed. The doctor requested to turn the device back on, however the patient's son declined. Additional information was received. It was reported the troubleshooting performed was a CT followed by MRI, showing tract bleeding extending to the midbrain on the right side. Actions/interventions taken were observation and serial cts, as well as temporarily turning the stimulator off. The cause was likely a delayed hemorrhage due to plavix coagulopathy. The brain bleeding/possible stroke was still ongoing. The patient weight remained unknown. No further complications were reported.